Event description:
Customer reported that the infrared (ir) remote control initiated an x-ray exposure although the technologist did not press the exposure button.

Manufacturer narrative:
The ir remote is not a carestream health manufactured product. It is manufactured by remote technologies, inc. The device has been sent to the manufacturer for further evaluation. A follow up report will be submitted.